Manufacturer narrative:
Investigation summary: bd received one photo for investigation, which showed a missing label on one tube. Evaluation of 100 retained samples found no further missing labels. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: incorrect/missing label information. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that while using two bd vacutainer® sst¿ ii advance plus blood collection tubes, the customer noticed one tube was missing label and the other looks like it been peeled off. No patient impact reported.